Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect was unable to be determined and device evaluation was unable to reproduce the flashing of the controls, the reported event was likely caused by a communication error due to wear of the scope socket and all flashes. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the top cover was damaged, the front panel was damaged, and the scope socket was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii xenon light source had flashing of all controls. The issue was found during preparation for use a week after it was received, so all scheduled procedures were completed with other devices. There were no reports of patient harm.